Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 12/11/2015 to report that a (B)(6) male patient had a rash. The patient's physician recommended a cream for the patient to use on the rash. The patient was instructed to use a different detergent for the garment. Follow-up indicated that after changing detergents and using the cream the patient's rash had improved.